Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that on implantation into the eye the leading haptic was observed to have broken into three pieces necessitating lens explantation. The incision was enlarged to aid explantation of the rayone aspheric rao600c and an iol exchange was performed within the initial surgery session. The healthcare facility implanted a hoya lens. As the incision was enlarged it required sutures. The patient is also noted to have increased inflammation and corneal oedema as a result of the event. The additional information received from the healthcare facility identified that the injector was removed from the blister tray prior to insertion of viscoelastic and flap closure. This is a deviation from the IFU. We are aware from previous investigations that the removal of the injector from the blister tray prior to insertion of viscoelastic and flap closure can affect the positioning of the lens within the rotating cartridge (flaps) which can increase the likelihood of the lens becoming trapped. The healthcare facility also reported that they encountered resistance as soon as the plunger was depressed. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The user has not followed the instructions for use and this is considered to be the primary cause of haptic breakage in this case. The healthcare facility has been reminded of the correct procedure to use with rayone aspheric rao600c. Our review of production records for the rayone aspheric rao600c batch 010149653 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (january 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 010149653.

Event description:
On 7th august 2020, rayner intraocular lenses limited received notification from a (B)(6)healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that on implantation into the eye the leading haptic was observed to have broken into three pieces necessitating lens explantation.